Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, when cutting the appendix mesangium the device's metal sheet suddenly fell off and was detached. Nothing fell into patient's cavity. It resulted of stopping the operation immediately. The tissue was oozing and bleeding. A new device was used and the operation was completed.